Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. The reporter alleged that the audio bolus button was under responsive. It was noted that the audio bolus button cover was missing/peeling and that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the audio bolus button cover was detached/missing and that there was moisture on the display screen. The keypad cover was also found to be peeling from the base. During testing, the pump powered on with audio tones and vibrations functional, but the display was blank. All button responsiveness was not able to be tested due to the blank display. A leak test was performed and a display lens leak was found. The keypad cover was removed and contamination was found under all button contacts. The pump case was removed and moisture corrosion was found throughout the interior of the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.